Event description:
Dome detached during traction removal. Detached portion was excreted. Indwelling period was 178 days. Medicine administrated: lansoprazole, sodium valproate, magnesium oxide, ambroxol hydrochloride. Nutritional fluid is twinline. Pt is 75 years old. Primary disease is parkinson's disease. Vinegar was not used for maitenance. Xylocaine jelly was applied. Device was free-flowting within fibrous tract before removal.

Event description:
Dome detached during traction removal. Detached portion was excreted. Indwelling period was 178 days. Medicine administrated: lansoprazole, sodium valproate, magnesium oxide, ambroxol hydrochloride. Nutritional fluid is twinline. Patient is 75 years old. Primary diseas is parkinson's disease. Vinegar was not used for maintenance. Xylocaine jelly was applied. Device was free-floating within fibrous tract before removal.

Manufacturer narrative:
The complaint of retention dome breakage is confirmed. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. However, the mechanism of damage is undetermined at this time. The complainant indicates the complaint sampe had been in place for approximately 178 days prior to the complaint incident. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process.